Event description:
Retained microcatheter"9/" md using an asahi caravel microcatheter during pci of a chronic total occlusion. As he pulled back, the tip of the catheter dislodged mid rca and was unable to be retrived. It was felt that the right lesion was the cause, not a faulty product. Complication was discussed with patient. FDA safety report ID #:(B)(4).